Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history review shows that the laser was verified successfully prior to the date of treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility report form was received from a risk manager reporting a corneal ulcer was observed three days post photo refractive keratectomy (prk) on the right eye. Report indicates the patient was referred to a corneal specialist and placed on an increased topical steroid eye drop dosage.